Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined. D4-corrected model number.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient implanted with an impella 5.5 device preoperatively for mechanical circulatory support. The patient experienced renal failure and stroke during support and expired. Upon removal of the impella 5.5 pump, a clear white blood clot was found inside the cannula. A definitive cause for the cerebral infarction and its relationship to the impella 5.5 pump could not be ascertained. It was later noted the patient subsequently passed as a result of the cerebral infarction and ongoing poor health. It was unknown if the date of the cerebral infarction and date of death was the same. A relationship between the impella 5.5 pump and patient's outcome was undetermined.